Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. After the first valve (B)(6) was successfully deployed, paravalvular leak (pvl) was noted on echocardiogram. A post-dilation was performed using a 23mm true balloon, with rapid pacing. Per the physician, it appeared that the post-dilation foreshortened the valve, so although the pvl was temporarily improved, the valve soon after dislodged into the ascending aorta causing aortic insufficiency and brief st changes. The implant depth prior to dislodgement was 3-4mm on the non-coronary cusp (ncc) and 2-3mm on the left coronary cusp (lcc). After dislodgement, the implant depth was 1mm on the ncc and 0mm on the lcc. The issue was quickly recognized, and a second valve (B)(6) was loaded. After the first valve was secured in the aorta using a snare, the second valve was successfully implanted valve-in-valve and the procedure was ended. A procedural delay of approximately 45 minutes occurred. There were no issues observed with the patient during follow-up the following day. Per the physician, the patient's fibrotic anatomy with little calcification contributed to the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: (B)(6), product type: 0195-heart valves, implant date: (B)(6) 2024. Product ID: l-evolutfx-2329, product lot/serial number: unknown, product type: compression loading system (cls). Product ID: d-evolutfx-2329, product lot/serial number: unknown, product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. After the first valve was successfully deployed, paravalvular leak (pvl) was noted on echocardiogram. A post-dilation was performed using a 23mm balloon, with rapid pacing. Per the physician, it appeared that the post-dilation foreshortened the valve, so although the pvl was temporarily improved, the valve soon after dislodged into the ascending aorta causing aortic insufficiency and brief st changes. The implant depth prior to dislodgement was 3-4mm on the non-coronary cusp (ncc) and 2-3mm on the left coronary cusp (lcc). After dislodgement, the implant depth was 1mm on the ncc and 0mm on the lcc. The issue was quickly recognized, and a second valve was loaded. After the first valve was secured in the aorta using a snare, the second valve was successfully implanted valve-in-valve and the procedure was ended. A procedural delay of approximately 45 minutes occurred. There were no issues observed with the patient during follow-up the following day. Per the physician, the patient's fibrotic anatomy with little calcification contributed to the event. No additional adverse patient effects were reported. Additional information was received that the valve was deployed over a non-medtronic guidewire and the deployment starting point was at the bottom of the pigtail catheter. The severity of pvl and aortic insufficiency was reported to be moderate.